Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that patient had questions about the wire and was afraid that the wire might have moved. It was advised trial patient contact their healthcare professional (hcp) in regards to this. During call, assistance was given in seeing if the leads were still connected. The therapy was turned off. More assistance given in raising stimulation up to 1.4 and she is on program 3. Trial started on (B)(6) 2022.